Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and thrombosis ("blood clots") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), pain ("pain on almost entire body"), headache ("severe headaches") and weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, thrombosis, pain, headache and weight increased outcome was unknown. The reporter considered headache, pain, pelvic pain, thrombosis and weight increased to be related to essure. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and thrombosis ("blood clots") in a female patient who had essure (batch no. 736708) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, breast tenderness, hot flushes, pap smear abnormal, hypertension, irritability, menorrhagia, swelling abdomen, joint pain, foggy feeling in head, headache, painful intercourse, mood change, libido decreased, knee operation, chronic cervicitis, polymenorrhea and perineal pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), pain ("pain on almost entire body") and headache ("severe headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, thrombosis, pain, headache and weight increased outcome was unknown. The reporter considered headache, pain, pelvic pain, thrombosis and weight increased to be related to essure. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 17-apr-2019: pfs and mr received: lot number, reporter, medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and thrombosis ("blood clots") in a 44-year-old female patient who had essure (batch no. 736708-not valid,735709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any essure confirmation test". The patient's medical history included cramp in lower abdomen, breast tenderness, hot flushes, pap smear abnormal, hypertension, irritability, menorrhagia, swelling abdomen, joint pain, foggy feeling in head, headache, painful intercourse, mood change, libido decreased, knee operation, chronic cervicitis, polymenorrhea and perineal pain. Concomitant products included diclofenac and oxaprozin. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia"), mood altered ("hormonal changes describe: mood changes") and loss of libido ("low sex drive"). On (B)(6) 2012, the patient experienced back pain ("back pain"), pain in extremity ("left leg pain") and neck pain ("neck pain"), 1 year 6 months after insertion of essure. In (B)(6) 2012, the patient experienced urticaria ("rashes or skin conditions type: welts all over my body"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea") and migraine ("migraines"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: abdominal swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), pain ("pain on almost entire body"), headache ("severe headaches"), skin burning sensation ("skin felt like it was on fire"), pain in jaw ("jaw pain"), muscle spasms ("spasm jaw/ neck, spam on left side of body parts- left arm- left leg"), trismus ("spasm jaw/ neck"), arthralgia ("joint pain") and abdominal pain ("abdominal pain"). The patient was treated with codeine and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, thrombosis, pain, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, mood altered, loss of libido, migraine, feeling abnormal, anxiety, urticaria, skin burning sensation, back pain, pain in extremity, neck pain, pain in jaw and trismus outcome was unknown, the weight increased and arthralgia was resolving and the abdominal distension, muscle spasms and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, headache, loss of libido, menorrhagia, migraine, mood altered, muscle spasms, neck pain, pain, pain in extremity, pain in jaw, pelvic pain, skin burning sensation, thrombosis, trismus, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received. Aka name added, patient demographic updated, lot number added. Events added- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, dyspareunia, abdominal swelling, mood changes, low sex drive, migraines, brain fog, anxiety, welts all over my body, skin felt like it was on fire, back pain, pain in extremity, neck pain, pain in jaw, muscle spasm, trismus, arthralgia, abdominal pain, device monitoring procedure not performed. Events onset date added, outcome of the event weight gain has been updated, concomitant and treatment drug added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and thrombosis ("blood clots") in a 44-year-old female patient who had essure (batch no. 736708-not valid,735709) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any essure confirmation test". The patient's medical history included cramp in lower abdomen, breast tenderness, hot flushes, pap smear abnormal, hypertension, irritability, menorrhagia, swelling abdomen, joint pain, foggy feeling in head, headache, painful intercourse, mood change, libido decreased, knee operation, chronic cervicitis, polymenorrhea and perineal pain. Concomitant products included diclofenac and oxaprozin. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia"), mood altered ("hormonalchanges describe: mood changes") and loss of libido ("low sex drive"). On (B)(6) 2012, the patient experienced back pain ("back pain"), pain in extremity ("left leg pain") and neck pain ("neck pain"), 1 year 6 months after insertion of essure. In (B)(6) 2012, the patient experienced urticaria ("rashesor skin conditions type: welps all over my body"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). In (B)(6) 2017, the patient experienced feeling abnormal ("neurological conditions or problems type: brain fog") and anxiety ("psychological or psychiatric problems condition: anxiety"). In (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea") and migraine ("migraines"). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2017, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: abdominal swelling"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), pain ("pain on almost entire body"), headache ("severe headaches"), skin burning sensation ("skin felt like it was on fire"), pain in jaw ("jaw pain"), muscle spasms ("spasm jaw/ naeck, spam on left side of body parts- left arm- left leg"), trismus ("spasm jaw/ naeck"), arthralgia ("joint pain") and abdominal pain ("abdominal pain"). The patient was treated with codeine and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, thrombosis, pain, headache, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, mood altered, loss of libido, migraine, feeling abnormal, anxiety, urticaria, skin burning sensation, back pain, pain in extremity, neck pain, pain in jaw and trismus outcome was unknown, the weight increased and arthralgia was resolving and the abdominal distension, muscle spasms and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, back pain, dysmenorrhoea, dyspareunia, feeling abnormal, headache, loss of libido, menorrhagia, migraine, mood altered, muscle spasms, neck pain, pain, pain in extremity, pain in jaw, pelvic pain, skin burning sensation, thrombosis, trismus, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30 kg/sqm. Lot number 736708 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 3-may-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and thrombosis ("blood clots") in an adult female patient who had essure (batch no. 736708 - not valid) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cramp in lower abdomen, breast tenderness, hot flushes, pap smear abnormal, hypertension, irritability, menorrhagia, swelling abdomen, joint pain, foggy feeling in head, headache, painful intercourse, mood change, libido decreased, knee operation, chronic cervicitis, polymenorrhea and perineal pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thrombosis (seriousness criterion medically significant), pain ("pain on almost entire body") and headache ("severe headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy,bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, thrombosis, pain, headache and weight increased outcome was unknown. The reporter considered headache, pain, pelvic pain, thrombosis and weight increased to be related to essure. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 22-apr-2019: update of information (batch is not valid). Incident- no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.